Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms three months post implant. The lead safety switch (lss) feature activated as a result. The health care professional (hcp) increased the remote home monitoring alert value to 3,000 ohms, and monitoring will be continued. No adverse patient effects were reported. This device remains in service.